Event description:
A (B)(6) y/o male with history of heart block s/p dual chamber ppm in 2000 with subsequently upgrade to biv ICD due to icm in 2008. He has lv lead fracture and he is now referred for high risk extraction of his rv pace sensed lead placed in 2000, lv lead and ICD lead (riatal) which were placed in 2008. Afterwards a new bivc ICD system will be placed through the same site.